Event description:
Patient stated to caller that their device hasn't functioned in 5 years. Caller did not know who the physician was. Patient later confirmed to have axonics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".